Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had white, water scale like residue on right/left knob of the scope. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter is adhering to the control section, e218 (scope failure) and foreign matter is adhering to the venting connector of the scope connector. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the e218 (scope failure) is cause traced to component failure and of foreign matter is adhering to the control section and foreign matter is adhering to the venting connector of the scope connector is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.